Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads had "gone bad" and needed to be replaced seven months after implant. Additional info has been requested, but was not available as of the date of this report.